Manufacturer narrative:
Pc-(B)(4). (B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure. Name of initial surgical procedure. The diagnosis and indication for the initial surgical procedure? The initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? When was the mesh exposure first noted by a physician? Other relevant patient history/concomitant medications. Describe any medical/surgical intervention for exposure including dates and surgical findings. What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Product code and lot #. If applicable, will product be returned, return date, tracking information?

Event description:
It was reported that the patient underwent a gynecological procedure and the mesh was implanted. In (B)(6) 2017, cystoscopy revealed very thin vaginal epithelium and it was treated with topical oestrogen cream. It was also reported that the patient presented with vaginal discomfort on sitting. During examination, vaginal tape exposure was noted: 1.5cm exposure from right to midline lower vagina at midurethral level. Cystourethroscopy and uncomplicated exposed mesh excision was performed on (B)(6)2018. The mesh remains in the patient. Additional information has been requested.